Event description:
It was reported that during pre-testing process, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device had vibration. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose and vibration. Therefore, the reported condition was confirmed. The assignable root cause for the hole in the hose was determined to be due to the hose coming into contact with a sharp object which is user error, abuse and/or misuse. The assignable root cause for the vibration was due to worn bearings caused by misuse, abuse and/or use error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.